Event description:
A healthcare facility in california reported, via a fisher & paykel healthcare (f&p) field representative, that five rt265 infant dual heated evaqua2 breathing circuits failed the pre-use leak test and were found cracked. There was no patient involvement.

Manufacturer narrative:
(B)(4), method: the complaint rt265 infant dual heated evaqua2 breathing circuits were received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where they were visually inspected. Results: visual inspection of the returned rt265 infant dual heated evaqua2 breathing circuits revealed that the evaqua2 limbs were found degraded, either at the top or at the bottom of the packaging. Further inspection also revealed yellow discolouration was found around the degraded areas. Conclusion: we are unable to determine the cause of the reported event. However based on the provided informationit, is likely that the reported event occurred due to the sealed packaging being exposed to excessive uv light for a longer period of time. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The subject circuits would have met the required specifications at the time of production. The user instructions that accompany the rt380 breathing circuit state: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to a loss of ventilation pressure." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in california reported, via a fisher & paykel healthcare (f&p) field representative, that five rt265 infant dual heated evaqua2 breathing circuits failed the pre-use leak test and were found cracked. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt265 infant dual heated evaqua2 breathing circuits are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.